Event description:
A caller reported a cartridge alarm 30, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer confirmed that there had been consecutive cartridge alarms, and as a corrective action, tandem technical support decided to replace the existing pump. The customer was informed they would receive a replacement pump with updated software. Customer will continue to use current pump for insulin delivery.